Manufacturer narrative:
Per the clinic, the patient experienced an infection at implant site and subsequently was hospitalized for administration of IV antibiotics (specific date and duration not reported). This report is submitted on july 16, 2024.

Event description:
Per the clinic, the patient was explanted due to unspecified medical reason (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on may 03, 2024.

Manufacturer narrative:
Device analysis report attached. This report is submitted on june 14, 2024.